Event description:
It was reported by svc report that the brakes would not stay engaged. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval result: drive link assembly.